Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the hypogastric artery using ruby coils. During the procedure, after advancing a ruby coil through a lantern delivery microcatheter (lantern), the physician decided to retract the ruby coil to create more coil density pack in the aneurysm. While attempting to retract the ruby coil, the physician did not mention resistance; however, the ruby coil unintentionally detached, leaving fifteen centimeters of the coil in the external iliac artery. Therefore, the physician inserted a 14f sheath into the patient and deployed second abdominal aortic aneurysm (aaa) graft and limb to cover the hypogastric artery and coil in the external iliac artery. The procedure then ended at this point. It was reported that the first aaa graft was placed a few years ago. In addition, there was no alleged deficiency against the lantern and there was no report of an adverse effect to the patient.